Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the reported event details and patient treatment settings concluding the treatment settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that probable sun exposure, aggressive treatment settings and poor technique of the lightguide in some areas of the treatment to be the contributory causes of the reported event. Additionally, the professional noted that due to the blistering which will take time to heal, there may be some slight texture change in the skin.

Event description:
A user facility reported that one (1) patient sustained first and minor second degree burns on the lower legs following hair removal treatment with a lumenis m22 laser. Additionally, the patient was reported to have been prescribed naproxen.